Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Impedance testing was completed and all measurements were within normal limits. Laboratory analysis was unable to confirm the reported clinical observations.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and non boston scientific atrial lead exhibited noise and low pacing lead impedance less than 200 ohms most of the time. Boston scientific technical services (ts) discussed programming options since the patient does not need atrial pacing so has no affect. The device was then reprogrammed. The electrophysiologist was consulted and no further action was taken. No adverse patient effects were reported.